Event description:
Independent repair center customer alleged unit will not start ,and the key failure is the power switch has a short circuit. Associated malfunction for this device: inlet filter dirty, pe valve leaking